Event description:
The patient reported frayed wires and sparking of the power supply box. The pes and the power supply box were replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Manufacturer narrative:
External and internal visual inspections of unit revealed exposed wiring on the power supply. During the investigation, visual inspection revealed that the power extension connector was seated in the connector cover. No software malfunctions, errors, warnings, or anomalies were observed during unit boot or during handheld touch screen commands. Patient data backup was performed successfully using returned 4g gsm modem. Golden power supply was used for final test. Unit passed all portions of diagnostic test. The reported problem of frayed wire on the power supply was confirmed.